Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, externalized conductors above the distal shock coil were observed via fluoroscopy. No electrical anomalies were detected. The lead was capped. The patient no longer needed defib support.